Manufacturer narrative:
Block h6: imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e2330 captures the reportable event of pain.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. The procedure was performed with local anesthesia in office. The patient had the fiducial markers placement prior to the hydrogel placement procedure on (B)(6) 2023. On (B)(6) 2023, the patient started intensity modulated radiation treatment (imrt). The next day, on (B)(6) 2023, the patient called complaining of pelvic pain and testicular soreness. No medical interventions occurred at that time. On (B)(6) 2023, the patient called again and stated that the pain was unbearable. Therefore, the patient went to urgent care and was treated with antibiotics and hydrocodone. On (B)(6) 2023, the patient went to emergency room to be evaluated by a colorectal surgeon. On (B)(6) 2023, computed tomography (CT) showed increased density in the anterior perirectal space adjacent to the posterior wall of the prostate gland. A fluid attenuation was present and measured 46 by 30 by 39 mm long. There is no additional information regarding the treatment that the patient has been given. At the time of this report, it is unknown if the patient's radiation treatment has been postponed. The patient's symptoms were reported ongoing, it's unknown if have improved since started treatment with the colorectal surgeon.